Event description:
Md was performing a left total shoulder arthroplasty. While attempting to use the "starter peripheral drill bit" from the tornier aequalis ascend kit (a loaner kit) the drill bit broke in two pieces. One piece was still attached to the power drill and the other was retrieved from the patient. A second drill of the same type from the same kit was loaded up for use and the same thing happened again with the same results and outcome. After the second attempt, md opted to use a burr instead of the drill bits from the loaner kit.per md all broken pieces were retrieved from the patient. The broken pieces were kept and not returned to the kits. The tornier representative for the procedure was (B)(4).